Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the leading haptic of a intraocular lens pcb00 would not tuck. Patient contact was noted which may indicate the lens was partially delivered into the eye. No further information was provided.

Manufacturer narrative:
The pcb00 device was received to the manufacturing site in the original folding carton. Visual inspection, using a microscope at 10x magnification, showed that the lens was stuck/jammed in the cartridge tip. The leading haptic was unfolded and the trailing haptic was bent and distorted. The cartridge tip was observed deformed. The complaint reported of lead haptic not folded was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.